Manufacturer narrative:
This event occurred in (B)(6). The customer hasn't had any other problems with results for other patients. The customer performed repeatability testing on both tubes from the patient.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2) on a cobas integra 400 plus. The initial result from a heparin tube was 262 u/l. The sample from the heparin tube was repeated 5 times with results of 339 u/l, 411 u/l, 211 u/l, 263 u/l and 258 u/l. The results of 411 u/l and 211 u/l were reported outside of the laboratory. A secondary tube from the patient was run with results of 130 u/l and 122 u/l. The alp2 reagent lot number was 42482701 with an expiration date of 30-apr-2020.

Manufacturer narrative:
The qc data is acceptable. Based on the provided data, a general reagent and hardware issue were excluded. The customer had used an incorrect test version. After changing to the correct version, the customer no longer experiences discrepant results.